Manufacturer narrative:
Corrected fields: usage of device field (h8) in section h, "device manufacturers only". The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported smoking smell was confirmed. The fse identified that the wall power failure caused the smell. Equipment status is poor, water quality not up to standard, laser cavity conversion efficiency low. Maintenance is urgently required. It is most likely that the plug receptacle was damaged. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the console had an unusual burning smell coming from the power socket. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that the console had an unusual odor coming from the power socket. The procedure was completed with this device. There were no patient complications.